Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during the evh procedure, it was identified that the image was blurry. Since no other scope was available, the surgeon converted the evh case to an open leg procedure. No other patient complications were reported.